Manufacturer narrative:
The reported event of ¿the lead was bent right out of the box so it was unusable¿ was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Dimensional testing that was performed found all measurements taken were within specification.

Event description:
During device preparation, and being removed from the packaging, the right ventricular (rv) lead was found bent. The rv lead was not used and a new rv lead was successfully implanted. The patient was stable.